Event description:
It was reported 24 hours post implant, the patient was experiencing significant lower extremity muscle weakness, bouts of vomiting, headache and was "sick." It was reported the patient had "questionable overdose symptoms." The healthcare professional (hcp) lowered the pump rate from 100 mcg/day to 50 mcg/day and obtained an MRI with no abnormal findings. The patient continued to present with lower extremity weakness 24 hours after initial pump rate decrease with minimal improvement. The hcp then decided to lower the pump to 24 mcg/day. The patient's symptoms had improved and the hcp decided to admit the patient to inpatient rehab to work on lower extremity muscle weakness. The patient was reprogrammed and lowered to minimum rate. The patient was returned to baseline, but was not receiving effective therapy. The patient was discharged from the hospital. The patient did have a planned follow-up with their hcp to remove the drug from the pump for analysis and refill. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).